Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. The displacement test was unable to be performed due to motor anomaly. The motor position encoder error alarm was unable to be confirmed in the history file due to motor error and unable to rewind the device. The insulin pump was received with corroded battery tube and minor scratches on the lcd window. (B)(4).

Event description:
Customer reported via phone call motor error alarm on the insulin pump. Customer's blood glucose reading was 126 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer reported motor position encoder error alarm as well. Customer received motor error when inputting the time and date on the device. Customer was unable to rewind the insulin pump. Customer advised the insulin pump counted down and tried to reset itself. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.